Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an during an intraocular implantation procedure v shaped cracks or marks on the optic was noticed. The lens was removed during initial procedure. Additional information has been requested.